Event description:
It was reported that the right ventricular lead exhibited an unknown electrical malfunction. The patient was brought in for defibrillation testing, and arrythmia conversion was unsuccessful. External defibrillation was required to convert the patient back to sinus rhythm. The lead also exhibited increased shock impedance. The lead was explanted and successfully replaced. The patient was stable following procedure.

Manufacturer narrative:
The reported events of unacceptable high voltage output and high defib impedance were confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found an internal insulation abrasion breaching the liner, inner coil lumen and the right ventricular cable lumen. Both right ventricular cable coatings were also found abraded and both were broken/separated. The cause of the reported events was due to the internal insulation abrasion. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.